Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A reagent issue could not be found.

Event description:
The customer reported that they have been having ongoing quality control precision issues with testosterone since (B)(6). The customer stated that they received an erroneous testosterone result one patient sample tested on (B)(6) 2013. The sample initially resulted as 1443 ng/dl and this value was reported outside of the laboratory. The physician questioned this result, so the sample was sent to a reference laboratory for repeat testing. The reference laboratory repeated the sample on (B)(6) 2013 and it resulted as 268 ng/dl. The repeat result was believed to be correct. The patient was not adversely affected by the event. The testosterone reagent lot number was 16850002 with an expiration date of 10/31/2013. The customer declined a service visit.